Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that pen was difficult to operate with a bd omnitrope® pen 10. The following information was provided by the initial reporter: high resistance: the customer informs that when press the button it locks. The customer informs pen10 batch number: unknown. The customer informed batch number 18068001 and informed that will provide us the complaint sample.

Event description:
It was reported that pen was difficult to operate with a bd omnitrope® pen 10. The following information was provided by the initial reporter: high resistance: "the customer informs that when press the button it locks. The customer informs pen10 batch number: unknown. The customer informed batch number 18068001 and informed that will provide us the complaint sample.

Manufacturer narrative:
One (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction (B)(4)) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.